Event description:
The customer reported that the css console passed the console test validation protocol prior to implant surgery of the syncardia temporary total artificial heart (tah-t). The customer also reported that during initiation of pt support on the primary controller of the css console, the left ventricle fill volumes were decreased and the pressure waveform was not the typical tracing. The customer also reported that the waveform tracing was delayed by at least half during pressurization. The pt was switched to the backup controller of the css console without adverse impact. The pt is still being supported by this css console. This alleged failure mode poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions. In addition, the css console has a redundant backup controller.

Manufacturer narrative:
The primary controller was removed from the css console and replaced. The controller that was removed was returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.